Event description:
Prior to I/a a sub-incisional anterior capsule tear occurred extending posteriorly. No vitrectomy done. Location: ambulatory surgical facility. Approximate age of device: 1.5 years.